Event description:
Caller reported difficulty with pressing the pump's quick bolus/wake button, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on pressing the button correctly, but the caller found it still challenging; however, the screen did turn on. The customer chose to monitor the situation and will call again after removing the pump's case without further assistance.